Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketones level was 122 mg/dl. Cause was not known. Customer delivered a bolus via the pump and insulin pen to address bg. Customer changed the infusion set. Customer went to the emergency room (ER) and was admitted to the hospital. Healthcare provider identified ketone level as dangerous. Hospital administered intravenous saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. Pump system check was performed. No issues were observed with the cartridge, insulin, or infusion set cannula/tubing. Pump was functioning as intended. Customer reverted to using an alternate method of insulin therapy.